Manufacturer narrative:
(B)(4). Date sent: 7/27/2021. Additional information was requested, and the following was obtained: pac gender: female. Dob: (B)(6) 1939. Age: 76. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes, egd/bravo from (B)(6) 2014 from outside facility- please see attached. No manometry completed, however, ¿she underwent an esophagram in (B)(6) 2015 which showed a hiatal hernia, spontaneous gastroesophageal reflux and normal esophageal peristalsis.¿ on what date did the implant take place? (B)(6) 2017. What is the lot number of the linx device? 12938. When using the linx sizing device what technique was used to determine the size? ¿the linx sizer was then broadened. The esophagus was sized to a size 13 linx times 2. We then broadened the size 13 linx.¿ did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)?yes, hiatal hernia and barrett¿s esophagus. How severe was the dysphagia/odynophagia before intervention? N/a. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes, hiatal hernia repair. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and spasm? No. Besides the reported dysphagia and spasm, what was the reason for removal of the linx device? N/a. Was the device found in the correct position/geometry at the time of removal? Yes. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was provided for review by ethicon medical safety officer. Following are their observations: I reviewed the additional information received regarding this complaint. Preoperative tests before linx placement confirmed gerd with increased esophageal acid exposure on ambulatory esophageal ph monitoring and possible island of barrett¿s on endoscopy.

Manufacturer narrative:
(B)(4). Date sent: 8/3/2021. H6: no device problem found (c19). Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 12938 was reviewed. No defects, ncrs, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? On what date did the implant take place? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and spasm? Besides the reported dysphagia and spasm, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was explanted on (B)(6) 2021 due to dysphagia and esophageal spasms.